Event description:
It was reported, that the device failed operation check. There was no reported patient involvement. The bench tech evaluated the device and determined, that the therapy capacitor requires replacement. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the capacitor, which was not replaced, since the customer has never acknowledge/approved the repair quote. The device returned to the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported that the device failed operation check. There was no patient involvement.